Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found a collet clamp stuck with dried fluid in the reported problem area of the pipetter assembly. The fse removed all clamps and collets, cleaned and reinstalled them. The instrument was inspected, tested without further problem, and returned to service.